Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 insulation around the cutting device melted and stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The insulation around the cutting device melted and stopped working. Another device was used without further incident. No patient effects.

Manufacturer narrative:
On 03/31/2016 02:21 pm (gmt-4:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4)

Event description:
On 03/10/2016 12:12 pm (gmt-5:00) added by (B)(6): the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 insulation around the cutting device melted and stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects. On 03/09/2016 09:26 am (gmt-5:00) added by (B)(6): the insulation around the cutting device melted and stopped working. Another device was used without further incident. No patient effects.